Event description:
It was reported that during a six month period, there were leaks during use of the copilot bleed-back control valves (bbcv). The procedures were completed using the same copilot bbcvs. There were no reported adverse patient effects and no reported clinically significant delay in the procedures. There was no additional information provided.

Manufacturer narrative:
(B)(6). The customer reported the devices were discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated. Date of angiogram has been estimated.

Manufacturer narrative:
(B)(4). It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.